Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number 302830 and lot number 0338642. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that syringe 20ml ll s/c 48 plunger rod broke. This occurred on 20 occasions. The following information was provided by the initial reporter: material no.: 302830, batch no.: 0338642. It was reported that the plunger rod is broken and has an edge to it. Customer has about 20 each all the same lot, all have the same issue one of the four sections of the plunger is physically broken and ¿has an edge to it.¿ she first noticed this yesterday. She said it¿s the weirdest thing, she has never seen this happen before.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll s/c 48 plunger rod broke. This occurred on 20 occasions. The following information was provided by the initial reporter: material no.: 302830, batch no.: 0338642. It was reported that the plunger rod is broken and has an edge to it. Customer has about 20 each all the same lot, all have the same issue one of the four sections of the plunger is physically broken and ¿has an edge to it.¿ she first noticed this yesterday. She said it¿s the weirdest thing, she has never seen this happen before.